Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had to rewind more than once and not alerting to low insulin. Customer stated that insulin pump had a crack on the side, and battery life diminished to less than one week and insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.